Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to hip pain; trunnionosis.

Manufacturer narrative:
Updated report based on additional information provided on 01/03/2019 through legal: new code (corrosion) reported to the neck, listed components that were not revised. Patient's information added and updated initial reporter and product information.

Event description:
Allegedly the patient was revised due to hip pain; trunnionosis. Additional information received on 01/03/2019: new adverse effect (corrosion) reported to the neck, also indicated the components that were not revised. Patient's name and date of birth added; components not revised: dynasty (r) shell product ID: dsbfgd52 lot number: 1545460; dynasty (r) liner product ID: dlxpld36 lot number: 1511910; profemur (r) stem product ID: prtl0026 lot number: 1547625.